Manufacturer narrative:
This report is filed (B)(6) 2016. Implanted device remains.

Event description:
Per the patient's surgeon, the patient developed recurrent infections at the implant site and was subsequently treated with antibiotics (type, administration and duration not reported). The implanted device remains.